Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined; however a specific reading was not reported. The duration the patient had been wearing the pod at the time of the hypoglycemia and their symptoms were not reported. It was reported that the patient could not treat their hypoglycemia by eating or drinking, as this was not raising their glucose levels quick enough. In the ER, the patient was treated with an unspecified intravenous medication, and insulin therapy was held for 24 hours. It was not reported how long the patient attended the ER for.